Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with vaginal sacrospinous ligament, vaginal vault suspension with anterior elevate, mesh augmented colporrhaphy, anterior repair and cystoscopy due to prolapse of vaginal vault, cystocele, voiding dysfunction, intrinsic sphincter deficiency and urethral. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to urinary retention. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.